Manufacturer narrative:
Section a, block e4, block g2, and block h10 have been updated based on the additional information received on october 7, 2024. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the esophagogastroduodenoscopy (egd) with clipping procedure performed on (B)(6) 2024. During the procedure, the clip fired randomly and did not fire. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the esophagogastroduodenoscopy (egd) with clipping procedure performed on (B)(6) 2024. During the procedure, the clip fired randomly and did not fire. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.